Event description:
It was reported that this patient experienced pain around the implant site of this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that two repositioning procedures had to be done. Technical services (ts) referred the patient to the following physician. No adverse patient effects were reported. Currently, this s-ICD remains in service.